Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure with ports placed on (B)(6) 2025. The issue occurred during first case and same issue as the second case, and we were able to finish the two cases without problem (the button clutch issue). The cases were able to finish without resolving the issue with the button clutch. The issue did not show any error in the system, and technical support said they did not show any error too but will send support to check the button clutch. There was no injury to patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed, and the reported problem was confirmed but not reproduced. In the system logs, the error 25745 was found indicating port clutch issues on usm1, confirming the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing passed within specification. Once testing was completed, the axes controller spar cannula (acsc) board and the acsc fiber cable were inspected, but no faults could be identified. As a result of these findings, failure analysis was able to conclude that the acsc board and acsc fiber cable were consistent with the reported event and were found to be the potential source for this issue. The complaint was confirmed based on the field evaluation. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing, the system logs review pointed that the potential root cause for this failure can be attributed to transient electrical issues from the acsc board and the acsc fiber cable, both components located on usm. This issue can be resolved by replacing the usm or disabling the affected usm to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that port clutch button on universal surgical manipulator (usm1) was not working properly. The customer power cycled the system, but the issue persisted. The tse found error 25745 in the logs pointing to usm1. The procedure was completed as planned with no reported injury.